Event description:
During a laparoscopic cholecystectomy bovie cord malfunctioned and popped when used. The end of the cord became disconnected and cord had electrical arc between the two ends. Cord is being sent.